Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image disappeared due to a failure of the low voltage switching device on the rear panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. H3 other text : legal manufacturer investigation is not finished.

Event description:
It was observed that during the device inspection, the light source exhibited a image disappearance due to rear low voltage switching device failure. There were no reports of patient involvement.